Manufacturer narrative:
This complaint is related to cr-75077 / medwatch #1828100-2019-00491.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) had a connection error and recognition failure. The heart lung machine (hlm) was rebooted and continued to be used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d10 and 81 - evaluation is in progress, but not yet concluded. Per data log analysis, on (B)(6) 2019 the log shows the air bubble detector (abd) was used on (B)(6) 2019. On that date a perfusion screen was opened at 8:54:41 am. The abd was turned on at 10:49:37 am and turned off at 1:38:00 pm. No air detected alarms occurred, there is no indication of a problem. The system was powered on (B)(6) 2019, a perfusion screen was opened, but a case was not ran. Module info was opened for the abd and the level, but no indication of a problem.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the air bubble detector pod to function as intended during both ambient temperature and cold chamber testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.